Event description:
It was reported that during routine device change out procedure; when the plasma blade cautery was used directly over the pulse generator, the device exhibited loss of output. As the patient was dependent; external pacemaker had to be used to deliver pacing for the rest of the procedure. The patient was stable by the end of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.